Manufacturer narrative:
(B)(4). Date sent: 12/9/2020 d4: batch # u5am69 investigation summary the analysis found that one long60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Upon visual inspection of one video, the following was observed: the video show at the 8:56 mark a device with a gold reload loaded is introduced and at the 9:22 mark the device is articulated to right side and tissue is placed on the jaws. At the 10:27 mark the device is fired and at the 10:31 mark the device is removed of tissue. After that bleeding was noted on the proximal end of staple line. In addition, some clips are placed on this area. At the 12:03 mark a device with a gold reload loaded is introduced and tissue is placed on the jaws and the jaws are placed in middle part of a staple line. At the 13:58 mark the user try removed the device of the tissue. At the 14:20 the jaws are open, and it is removed of tissue. The tissue can be seen damaged and bleeding was observed. Please noted the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. At the 15:23 mark a device is introduced a device with a gold reload loaded. At the 15:31 mark tissue is placed on the jaws. At the 17:01 mark the device is removed of tissue: cut and stapler. However, bleeding was noted on the distal end of staple line. At the 17:24 mark a device is introduced with a gold reload loaded and 17:26 mark tissue is placed on the jaws. At the 17:59 mark the device is removed and bleeding was noted. Based on the video reviewed, the event describes are confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #:unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy case, there was an oozing at the 1st firing with long60a (using a ecr60d reload). The surgeon after several maneuvering managed to control oozing by applying clips and electrocautery and then moved on to the next firing (still using the same device and a gold reload). The surgeon clamped the targeted tissue and waited for 15 secs before starting the firing sequence, and at the 1/3 of firing the tissue milked out longitudinally from the stapler jaws. He proceeded with the next firings having the same milk out effect though. When the surgeon opened the jaws noticed there was a poor staple line formation, as well as inadequate tissue cutting. The surgeon proceeded with the case and performed another 7 successful firings with the same stapling device. The patient is safe.